Event description:
A primary infusion set for 125ml/hr infused in two hours.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.